Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level at the time of the incident was 412 mg/dl. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The auto mode was active at the time of the incident. Customer reported that the cannula was bent. The insulin pump will not be returned for analysis.